Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 15 minutes. It was reported that the surgeon had a registration error metric of 1.7mm, with good green coverage, and confirmed navigation accuracy. As the case progressed, the accuracy decreased until he was approximately 4mm off. This was observed posterior into the sinus cavities, and confirmed inaccurate on the surface of the face as well. The medtronic representative had the site go back to registration screen to add an additional touchpoint, and their registration had the patient tracker model on the patient's mouth and the trace pattern was shifted from where it was before. The patient was re-registered and the issue reoccurred. The site swapped patient trackers and did another registration. The surgery was completed and there was no reported impact on patient outcome. The medtronic representative reported that the surgery was not fully completed. The surgeon decided against operating near the frontal sinuses. Swapping the patient tracker worked at first, but then became increasingly less accurate.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.